Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested hi (greater than 600 mg/dl) and 64 mg/dl within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.